Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The transmission revealed that the implantable cardioverter defibrillator exhibited several non-sustained right ventricular oversensing episodes due to post-paced t wave oversensing. No intervention was performed. The patient was reported to have been out of the country and had not followed up with the clinic, it is unclear when the patient would return.